Event description:
It was reported that a pt underwent surgery with posterior fixation at l4-s1 and interbody device at l4-5. Approximately 1 month post-op the pt underwent a revision surgery to remove and replace two broken screws at s1.

Manufacturer narrative:
Device was not returned to medtronic for eval. Unable to determine cause of the event.